Manufacturer narrative:
PMA/510k: this report is for an unknown drill bit. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for a fracture of the 4th metacarpal bone on (B)(6) 2017, one (1) of the drill bits broke. A second drill bit of the same diameter was available but was found to be bent, causing it to not spin correctly when the drill was turned on. Surgeon used the bent drill bit to complete the procedure successfully with no delay or adverse consequent to the patient. Concomitant devices reported: drill (part number unknown, lot number unknown, quantity 1), jacobs chuck (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown drill bit. This is report 1 of 1 for (B)(4).